Event description:
This report is based on information provided by philips remote service engineer rse, service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the capnometer failed calibration. There was no patient involvement, no impact was alleged.